Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the silent and reset lamp was observed to be randomly blinking. The patient was manually ventilated and transferred to another ventilator. There was no patient injury or negative consequences reported.